Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. We were unable to perform functional test and confirm off no power alarm or battery out limit alarm due to blank display. The insulin pump also received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 498mg/dl and diabetic ketoacidosis. Customer indicated that the pump also alarmed battery out limit and off no power. Troubleshooting found that the pump is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.